Event description:
It was reported, the rigid endoscope telescope had a pin detach at the sheath connection part. The issue was found during reprocessing of a therapeutic transurethral resection of the prostate procedure. The patient did not have any implanted devices, there was no delay in the procedure due to the malfunction, and the procedure was completed. There were no reports of patient harm or injury.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During device evaluation at olympus, it was found: the product name ring needed repair, outer tube was bent, and rigid guide connection had parts that came off. The investigation is ongoing and follow up with the user facility has been performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused due to wear and tear as well as excessive force. Olympus will continue to monitor field performance for this device.